Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a procedure performed on (B)(6) 2026. During the procedure, the biopsy cap detached from the scope while the biopsy forceps were being withdrawn. As a result, fluid leaked from the scope until the cap was reattached. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0504 captures the reportable event of seal biopsy valve leak/splash.